Event description:
The customer reported that while the patientnet was in use with a spectrum monitor the central displayed normal nibp readings in the list trend when the patient coded. This incident happened in 2003, exact date, time, software version, serial number and actions taken by the distributor were not provided. The customer reported in april, 2004 that the patient expired.